Event description:
Device malfunction: none. Symptoms/ae: access site infection. Time of symptoms/ae: forty-eight hours after the procedure. It was reported that a trained physician performed arteriotomy closure of the right common femoral (rcfa) artery with the starclose device after an interventional coronary procedure. Reportedly, forty-eight hours after uneventful arteriotomy closure, the patient developed closure site redness, inflammation, no tissue track healing and oozing puss. Wound cultures were positive; the organism was not specified. The patient was medically treated with an oral antibiotic keflex, completely resolving the infection. A week later, the left common femoral artery (lcfa) was utilized for a second interventional coronary procedure with the same occurrence of an infection forty-eight hours later. The lcfa was also treated with (keflex) completely resolving the infection. It was noted that the physician did not re-prep the access site and did not wear new gloves prior to handling the clip applier or proceeding with the closure procedures. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the devices were discarded. The lot numbers were not identified, therefore, a device history record could not be performed. During processing of this complaint, attempts were made to obtain complete event, patient and device information.